Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (4000 mcg/ml, 2494.5 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and complex reg pain syndrome type I. A motor stall was seen at interrogation and an MRI had not occurred. The last MRI was on (B)(6) 2015 and there were no issues associated to that MRI. The motor stall reportedly occurred on (B)(6) 2015. The pump was checked at the patient's home on (B)(6) 2015 and then again at the facility on (B)(6) 2015. No motor stall recovery was noted. The patient was admitted to the hospital and was put on patches to supplement her medication. The reported symptoms were dizziness and nausea; and the change in symptoms was noted as gradual. The pump was replaced on (B)(6) 2015 and was going to be returned. According to the print report, logs indicated that the motor stall occurred on (B)(6) 2015 at 02:25 and a tube set occurred exactly 2 days later ((B)(6) 2015 at 02:25). No recovery was noted in the logs. No further information was provided.

Manufacturer narrative:
Previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion, wear, and/or lubrication of the motor gear train. The stall was due to the shaft- bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.